Event description:
Download data revealed that a (B)(6) male patient was receiving battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault) has been confirmed. Upon investigation the battery charger/modem was unable to charge battery packs. The cause for the failure was isolated to contamination on the battery boar. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.